Event description:
It was reported that high impedance seen. Electrode 8: 28050 electrode 9: 27520 electrode 11: 28460 electrode 15: 28260. Impedance and connection check run. Patient¿s programming was already avoiding these electrodes. Patient reporting that the battery is moving slightly and causing discomfort in the pocket, since it is ¿catching on things¿.

Manufacturer narrative:
Continuation of d10: product ID 3778-60 lot# serial# (B)(6). Implanted: (B)(6)2010: product type lead product ID 3778-60 lot# serial# (B)(6) implanted: (B)(6) 2010: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(6), ubd: 18-nov-2014, UDI#: (B)(4); product ID: 3778-60, serial/lot #: (B)(6), ubd: 18-nov-2014, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID (B)(4) lot# serial# (B)(6) implanted: (B)(6) 2010 explanted: product type lead product ID (B)(4) lot# serial# (B)(6) implanted: (B)(6) 2010 explanted: product type lead h2: correction to section e. The initial reporter's name has been corrected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturing representative (rep) and patient indicated that they had continued complaining of pocket pain and battery 'malfunctioning', and causing discomfort. High impedances were also a continued issue, and during replacement. It was noted that the rep had no opportunity to reprogram, troubleshoot. Physician and patient decided on full system replacement. Leads replaced due to medical judgement - wanted MRI conditional leads. The device was replaced on (B)(6) 2024 and the outcome was positive. The lead placement was successful and battery repositioned and reprogrammed. The ins is to be returned to the manufacturer.

Manufacturer narrative:
Continuation of d10: product ID 3778-60 serial# (B)(6) implanted: (B)(6) 2010 explanted: (B)(6) 2024 product type lead. Product ID 3778-60 serial# (B)(6) implanted: (B)(6) 2010 explanted: (B)(6) 2024 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 3778-60 serial# (B)(6) implanted: (B)(6) 2010 explanted: (B)(6) 2024 product type lead. Product ID 3778-60 serial# (B)(6) implanted: (B)(6) 2010 explanted: (B)(6) 2024 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the customer discarded the device.